Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. The device was received with cracked display window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels. No exact blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during rewind. No additional information was provided.